Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements less than 200 ohms and elevated threshold measurements on the left ventricular (lv) channel. No adverse patient effects were reported.